Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing hiccups described as stimulation felt in the left lower ribs. The physician temporarily turned off the lead. After this, the patient continued to experience additional hiccups however, the hiccups have resolved over the past few days. As of this time, this lv lead remains in service. No additional adverse patient effects were reported.